Manufacturer narrative:
(B)(4). It was reported that the device was explanted due to stenosis and regurgitation. The device was received at edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Event description:
It was reported that a (B)(6) female underwent a valve explant after an implant duration of nine (9) years, ten (10) months due to severe mitral valve stenosis and regurgitation. This was replaced with a 31 mm edwards bioprosthesis. The patient tolerated the procedure well and was taken to the intensive care unit in stable condition.

Manufacturer narrative:
Evaluation summary as received, all three leaflets had cuts while two of the three were torn. Additionally, all 3 leaflets exhibited thickened and swollen tissue. Moderate to heavy host tissue overgrowth encroached onto the tissue at the inflow and outflow aspect and into the orifice. Host tissue fused two leaflets together at the commissure. There was minimal calcification on two of the three leaflets. Separated leaflet pieces appeared to match up to part of missing areas on leaflets 2 and 3. The x-ray demonstrated calcification and no visible damage to the wireform. X-ray. Additional manufacturer narrative customer report of calcification could be confirmed. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve¿s hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history records were reviewed and this device passed all manufacturing and sterilization inspections.